Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Anxiety-product/procedure: unable to observe, as it is not related to the device. No other observations observed, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, a left side exchange from textured to smooth implants, due to the patients concern with the products. Healthcare professional reported, left side rupture. Device has been explanted.